Event description:
This device was returned with oos documentation from biotronik rep (B) (4). Per oos, this device was implanted and the pocket was closed. The next day, the patient had an atrial ablation and the patient developed diaphragmatic stimulation at 3 volts. This device was removed and replaced with a boston scientific bi-ventricular pacemaker configured lv ring to rv ring.